Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of an approximately 3.0 cm thoracic aortic aneurysm. It was reported that a post-operative CT showed that the aneurysm had enlarged; however, no endoleak was seen. A retrograde dissection was also seen. The dissection had developed in the bare stent area at the edge of the implanted valiant. More specifically, it was where the bare stent was in contact with the distal aortic arch, and it had reached near the left subclavian artery. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Additional information: the CT that first observed the aneurysm expansion and dissection was carried out approximately 3 months after implant. If information is provided in the future, a supplemental report will be issued.